Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product was manufactured on october 08, 2020. One unused representative sample was received at the manufacturing site for the investigation. Visual and functional evaluations were performed, and the reported condition could not be confirmed as no issues were observed and the product was confirmed to meet manufacturing specifications. As a result, no root cause could be found related to the manufacturing/production process. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that difficulty was observed in the exit of urine from the bladder. The customer further stated that the circuit was verified, the apparent fault was not found and the installation process was carried out according to protocol. The midwives report that they had to mobilize the circuit so that the urine descended. There was no patient injury. Additional information provided by the customer stated that the catheter had to be moved/shook/repositioned for urine to start flowing from the bladder through the catheter.